Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as this is the first complaint for this lot number. Investigation summary: a sample evaluation was performed. Electrode height measurement was taken and found to be approximately 1.335mm. A porcine tissue cutting test was performed on carotid artery tissue measuring 0.98mm. Tissue cut was successful and measured and found to be approximately 3.97mm. The investigation is unconfirmed for failure to cut due to the results of functional testing. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, d4 expiry date (04/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create a ulnar artery - ulnar vein arteriovenous fistula, both catheters were advanced into the ulnar vein and artery, after the catheters were aligned perfectly, the venous catheter allegedly failed to cut the tissue. A surgical fistula will be scheduled for a future date. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (04/2021).

Event description:
It was reported that during an attempt to create a ulnar artery - ulnar vein arteriovenous fistula, both catheters were advanced into the ulnar vein and artery, after the catheters were aligned perfectly, the venous catheter allegedly failed to cut the tissue. A surgical fistula will be scheduled for a future date. There was no reported patient injury.